Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 5675 with no episodes to confirm lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d314drg ipg, implanted on (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead had an elevated sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.